Event description:
The consumer reported a unconfirmed false positive result with the binaxnow¿ covid-19 antigen self-test performed on (B)(6) 2021. Consumer confirmed he is fully vaccinated, he had his first dose in (B)(6) and second dose in (B)(6). No additional patient information, including treatment and outcome, was provided even after multiple attempts

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to retract the previous initial MDR report for a unconfirmed false positive , further review of the case determined there was no allegation of product malfunction or false results.